Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer reported seeing discoloration inside the helium extension tubing indicating a balloon leak. The iab is being removed and replaced. There was no patient harm or adverse event reported.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer reported seeing discoloration inside the helium extension tubing indicating a balloon leak. The iab is being removed and replaced. There was no patient harm or adverse event reported.

Manufacturer narrative:
Section d device available for eval? Changed from yes to no. The device has not been returned to the manufacturer so we are unable to complete an evaluation. We are unable to confirm the reported event. If additional information is provided we will send a supplemental report with our additional findings. Reference complaint #: (B)(4). H3 other text : device discarded and not returned.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer reported seeing discoloration inside the helium extension tubing indicating a balloon leak. The iab is being removed and replaced. There was no patient harm or adverse event reported.